Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Reportedly, the customer used more force and was able to successfully fill the cartridge. There was no adverse impact to customer's blood glucose level.